Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 15.0 mmol/l. Customer stated that he received the alarm when he delivered a bolus. Customer stated that they removed the battery from the pump and put it back in, but the buttons were not responding. Customer stated that the pump did fall onto the carpet this morning. Customer stated that the pump has been working all day. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm noted. No unresponsive button noted. All buttons functioned properly; however the insulin pump had moisture on keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.